Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue but elected to replace universal surgical manipulator (usm) 1 to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the usm and performed the failure analysis. During failure analysis, the reported failure was confirmed and replicated with several drapes from different lots. The usm was tested on an in-house system in normal mode without any errors, but failed the instruments test. When draping the usm and clicking the sterile adapter, the wheels did not spin, and the pins were unresponsive. The usm was also tested on a patient side cart fixture test platform (pftp) and passed all related tests that were performed. After further investigation, the logs confirmed errors 22020 and 22021 pointing to the carriage (degrees of freedom [dof] 5/6/8 gearbox). The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, when the customer was draping universal surgical manipulator (usm) 1 and clicking the sterile adapter, the wheels did not spin. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found no related errors. The system log showed that a cannula was installed on usm 1, but not the sterile adapter. The tse recommended to check and see if the pins on usm 1 were spongy and not broken. The customer reported that the pins were sticking initially, but after exercising the pins, they became spongy. The customer did not observe any physical damage or the drape getting stuck between the sterile adapter and the carriage of usm 1. The customer tried another drape and the issue remained. The tse walked the customer through two hard reboots on the system, but the issue was not resolved. Additionally, the customer tried a fourth drape from another lot, but the issue persisted with usm 1 seeing the cannula, but not recognizing the sterile adapter. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue but elected to replace universal surgical manipulator (usm) 1 to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the usm and performed the failure analysis. During failure analysis, the reported failure was confirmed and replicated with several drapes from different lots. The usm was tested on an in-house system in normal mode without any errors, but failed the instruments test. When draping the usm and clicking the sterile adapter, the wheels did not spin, and the pins were unresponsive. The usm was also tested on a patient side cart fixture test platform (pftp) and passed all related tests that were performed. After further investigation, the logs confirmed errors 22020 and 22021 pointing to the carriage (degrees of freedom [dof] 5/6/8 gearbox). The complaint was confirmed based on the failure analysis.